Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 432 mg/dl and issues with the serter. Troubleshooting found that the sensor was stuck and advised customer on ways to remove it. Customer declined any further troubleshooting. The customer was advised that the device would be replaced and to return the product for analysis.